Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), vaginal haemorrhage ("heavy vaginal bleeding"), headache ("headaches") and menorrhagia ("menorrhagia"). The patient was treated with surgery (she underwent procedure to remove the essure device). Essure was removed in november 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, migraine, vaginal haemorrhage, headache and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: reporter information, patient demographic and events headaches and menorrhagia were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("menorrhagia"). In october 2011, the patient had essure inserted. In 2013, the patient experienced migraine ("migraine headaches"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced dysmenorrhoea ("painful menstrual cycles/dysmenorrhoea (cramping)"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (she underwent procedure to remove the essure device/salpingectomy(bilateral removal of fallopiantube). Essure was removed in november 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage, menorrhagia and back pain had resolved, the migraine and headache was resolving and the fatigue outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: surgery details : salpingectomy (bilateral removal of fallopian tubes), hysterectomy (partial), most recent follow-up information incorporated above includes: on 8-feb-2019: plaintiff fact sheet received : new event fatigue and back pain were added. Outcome of events menorrhagia, heavy vaginal bleeding, pelvic pain, abdominal pain and dysmenorrhoea (cramping) were updated from unknown to recovered / resolved. Outcome of events migraine and headaches were updated from unknown recovering / resolving. Reporter information updated. Patient information updated. Product information updated. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), migraine ("migraine headaches") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (she underwent procedure to remove the essure device). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, migraine and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.